Event description:
An orthopedic surgeon reported that a pt, who had a history of gout, experienced a gout attack 4-5 days following the 3rd or 4th injection of a 5-injection hyalgan series. The event occurred a few months prior to this report. The pt complained of a swollen knee and on examination, the knee was hot and swollen. At the time of the event, there was no evidence of gout in the knee nor any previous attacks in the knee. On x-ray of the knee, no evidence of chondrocalcinosis was demonstrated. About 50-60cc of effusion fluid was aspirated and sent to examination. Meantime, the physician assumed that this might be a septic knee prompting surgery for arthroscopic debridement and irrigiation with antibiotics. Two days later, the cultures came back negative. The microscopic examination that took 5-7 days reported crystals under polarized light, 70,000+ cells/ml, mostly pmns, in the field. Surgery for arthroscopic debridement and irrigation with antibiotics.